Manufacturer narrative:
Device evaluation the device of unknown rpn and lot number involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2021. Only part of the fractured stent (two pieces of approximately 2.0cm in total) was returned. One of the pieces measured approximately 1.5cm. This piece had 4 gold rivets on one end and was heavily calcified/soiled. The other piece was approximately 0.5cm in length. This consisted of only a few struts which looked to be fractured. Document review as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zisv6 devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl it should be noted that the intended use (ifu0118-6) states the following: ¿¿ the zilver ptx drug-eluting peripheral stent is indicated for improving luminal diameter for the treatment of den-novo or restenosis symptomatic lesions in native vascular disease of the above the knee femoropopliteal arteries having reference vessel diameter from 4mm to 7mm and total lesion length up to 300mm per patient. " there is evidence to suggest the user did not follow the IFU. Image review images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer impression 1. The complaint of zisv6-35-125-6-60-ptx fracture and pseudoaneurysm formation is confirmed. The pseudoaneurysm likely involved the proximal svg. 2. The pseudoaneurysm was more likely the result rather than the cause of the fracture. Ptfe graft is stiffer than vein. The stent overlap added additional stiffness. This would have shifted bending and twisting forces from hip flexion towards the svg . Consequently, repetitive bending and twisting would have been focused at the stent and svg immediately downstream the overlap. Over the course of years, the stent fractured and progressively fragmented. The pseudoaneurysm was the result of motion against the fracture fragments. 3. Although it is possible that the pseudoaneurysm preceded stent fracture, this is less likely because it assumes either an unreported svg rupture at implantation or drug induced change. Drug induced change is unlikely because it should have involved the entire length svg exposed to the stent. Root cause review a definitive root cause of off- label use was identified from the available information. From the description it is known that the stent was placed in a bypass graft; this is considered a non-native vessel. As per the IFU this is considered off- label use and possibly contributed to the stent fracture. From clinical input received it is known that the pseudoaneurysm was a cascading effect of the stent fracture. Summary the complaint is confirmed based on customer testimony as the failure was verified in the images. Stent fracture was verified in the lab evaluation. According to the initial reporter, the physician will now need to do an additional surgery or endo procedure to repair the artery. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Event description:
This follow-up report is being submitted to update the rpn in section d . Rpn was confirmed to be zisv6-35-125-6-60-ptx..

Manufacturer narrative:
PMA/510(k) # p100022/s014. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # p100022/s014. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report submitted to due to device evaluation on 19-mar-21. "Stent fracture". Previously reported: I was notified today of a product complaint involving one of our zilver ptx stents. Dr (B)(6), a vascular surgeon from (B)(6) university, called me regarding a finding she made while doing an angiogram of her patient¿s left leg. She found that a zilver ptx stent that she placed in (B)(6) 2016 had fractured and possibly caused a pseudoaneurysm in the left sfa. Patient had no complaints, pain, or discomfort, but dr (B)(6) will now need to do an additional surgery or endo procedure to repair the artery. Additional information provided by fsm on 30sep2020: if the patient has surgery it may be possible to return the fractured stent. (B)(6) 2016 - date of zilver stent placement. Percutaneous transluminal balloon angioplasty of left femoral to popliteal bypass graft at anastomotic site between polytetrafluoroethylene and saphenous vein graft in proximal thigh utilizing 5 mm x 2 cm, 5 mm x 4 cm, and 6 mm x 2 cm cook advance angioplasty balloons) with stent deployment x2 (overlapping) at this site (cook zilver 6 mm x 6 cm and cook zilver 6 mm x 4 cm stents). Off-label use: used in bypass vessel (non-native vessel). User statement forwarded from fsm on 16oct2020: "two overlapping stents proximal stent = cook zilver 6 mm x 4 cm. Distal fractured stent = cook zilver 6 mm x 6 cm. Stents are within a gore ptfe graft. At some point, I plan to surgically intervene on this problem ¿ likely will be graft and stent removal with graft reconstruction intraop it may determined that with scarring, best be to bypass around the problem and leave the stent in place. If I remove stent, I believe it can be sent back to cook".

Event description:
Supplemental follow-up report is being submitted due to the receipt of image review. Initial report details: I was notified today of a product complaint involving one of our zilver ptx stents. Dr (B)(6), a vascular surgeon from (B)(6) university, called me regarding a finding she made while doing an angiogram of her patient¿s left leg. She found that a zilver ptx stent that she placed in (B)(6) 2016 had fractured and possibly caused a pseudoaneurysm in the left sfa. Patient had no complaints, pain, or discomfort, but dr (B)(6) will now need to do an additional surgery or endo procedure to repair the artery. Additional information provided by fsm on 30sep2020: if the patient has surgery it may be possible to return the fractured stent. (B)(6) 2016 - date of zilver stent placement. Percutaneous transluminal balloon angioplasty of left femoral to popliteal bypass graft at anastomotic site between polytetrafluoroethylene and saphenous vein graft in proximal thigh utilizing 5 mm x 2 cm, 5 mm x 4 cm, and 6 mm x 2 cm cook advance angioplasty balloons) with stent deployment x2 (overlapping) at this site (cook zilver 6 mm x 6 cm and cook zilver 6 mm x 4 cm stents). Off-label use: used in bypass vessel (non-native vessel). User statement forwarded from fsm on 16oct2020: "two overlapping stents proximal stent = cook zilver 6 mm x 4 cm distal fractured stent = cook zilver 6 mm x 6 cm stents are within a gore ptfe graft. At some point, I plan to surgically intervene on this problem ¿ likely will be graft and stent removal with graft reconstruction intraop it may determined that with scarring, best be to bypass around the problem and leave the stent in place. If I remove stent, I believe it can be sent back to cook" patient outcome: 1did any unintended section of the device remain inside the patient¿s body? If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? If yes, please describe. Did the patient require any additional procedures due to this occurrence? "Dr (B)(6) will now need to do an additional surgery or endo procedure to repair the artery." If yes, please describe. Did the product cause or contribute to the need for additional procedures? "Dr (B)(6) will now need to do an additional surgery or endo procedure to repair the artery." If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? "Possibly caused a pseudoaneurysm in the left sfa. Patient had no complaints, pain, or discomfort": has the complainant reported that the product caused or contributed to the adverse effects? "Possibly caused a pseudoaneurysm in the left sfa. Patient had no complaints, pain, or discomfort": additional information provided by initial reporter on (B)(6)2020: "¿ can it be determined if the cook device was a contributing factor to the fracture? Undeterminable can it be determined if the cook device was a contributing factor to the pseudoaneurysm? Undeterminable." General questions for complaint occurring during use, request the following: where was the access site? What was the patient¿s anatomy? I.e. Scarred, tortuous, calcified, etc. Undeterminable what was the target location for the stent? Undeterminable. Was the target location severely calcified or tortuous? Undeterminable. Was the device flushed prior to use? Were there any difficulties deploying the stent? Undeterminable. Was the stent fully deployed before removing the delivery system from the patient? Undeterminable. What other devices were used in the procedure? 5 mm x 2 cm, 5 mm x 4 cm, and 6 mm x 2 cm cook advance. Angioplasty balloons) with stent deployment x2 (overlapping) at this site (cook zilver 6 mm x 6 cm and cook zilver 6 mm x 4 cm stents).

Manufacturer narrative:
PMA/510(k) # p100022/s014. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
I was notified today of a product complaint involving one of our zilver ptx stents. Dr (B)(6), a vascular surgeon from (B)(6), called me regarding a finding she made while doing an angiogram of her patient¿s left leg. She found that a zilver ptx stent that she placed in (B)(6) 2016 had fractured and possibly caused a pseudoaneurysm in the left sfa. Patient had no complaints, pain, or discomfort, but dr (B)(6) will now need to do an additional surgery or endo procedure to repair the artery. Additional information provided by fsm on 30sep2020: if the patient has surgery it may be possible to return the fractured stent. (B)(6) 2016: date of zilver stent placement. Percutaneous transluminal balloon angioplasty of left femoral to popliteal bypass graft at anastomotic site between polytetrafluoroethylene and saphenous vein graft in proximal thigh utilizing 5 mm x 2 cm, 5 mm x 4 cm, and 6 mm x 2 cm cook advance angioplasty balloons) with stent deployment x2 (overlapping) at this site (cook zilver 6 mm x 6 cm and cook zilver 6 mm x 4 cm stents). Off-label use: used in bypass vessel (non-native vessel). User statement forwarded from fsm on 16oct2020: "two overlapping stents proximal stent = cook zilver 6 mm x 4 cm distal fractured stent = cook zilver 6 mm x 6 cm stents are within a gore ptfe graft. At some point, I plan to surgically intervene on this problem ¿ likely will be graft and stent removal with graft reconstruction intraop it may determined that with scarring, best be to bypass around the problem and leave the stent in place. If I remove stent, I believe it can be sent back to cook." Patient outcome: did any unintended section of the device remain inside the patient¿s body? If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? If yes, please describe. Did the patient require any additional procedures due to this occurrence? "Dr (B)(6) will now need to do an additional surgery or endo procedure to repair the artery." If yes, please describe. Did the product cause or contribute to the need for additional procedures? "Dr (B)(6) will now need to do an additional surgery or endo procedure to repair the artery." If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? "Possibly caused a pseudoaneurysm in the left sfa. Patient had no complaints, pain, or discomfort": has the complainant reported that the product caused or contributed to the adverse effects? "Possibly caused a pseudoaneurysm in the left sfa. Patient had no complaints, pain, or discomfort": additional information provided by initial reporter on 30sep2020: "can it be determined if the cook device was a contributing factor to the fracture? Undeterminable. Can it be determined if the cook device was a contributing factor to the pseudoaneurysm? Undeterminable." General questions for complaint occurring during use, request the following: where was the access site? What was the patient¿s anatomy? I.e. Scarred, tortuous, calcified, etc. Undeterminable. What was the target location for the stent? Undeterminable. Was the target location severely calcified or tortuous? Undeterminable. Was the device flushed prior to use? Were there any difficulties deploying the stent? Undeterminable. Was the stent fully deployed before removing the delivery system from the patient? Undeterminable. What other devices were used in the procedure? 5 mm x 2 cm, 5 mm x 4 cm, and 6 mm x 2 cm cook advance angioplasty balloons) with stent deployment x2 (overlapping) at this site (cook zilver 6 mm x 6 cm and cook zilver 6 mm x 4 cm stents).